Event description:
New information received: further programming changes were made. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the clinic for follow up, post-paced t-wave oversensing was observed on the ventricular lead. Patient did not receive therapy during the oversensing. Some programming changes were made and further programming changes were recommended. No further information available.